Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs errors 31089, 31030, 307 & 48308 were found indicating that these faults had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The console common compute controller (ccc) was installed, programmed and tested on the da vinci 5 in house golden system with no issue and no errors triggered at startup, system started at normal as expected. Ran multiple manual power cycles with no issue. This unit was left idling over the weekend in normal mode with no issue and no failure triggered. After checking the light level, all channels are well within normal range. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The ccc board from the tower was analyzed and found to not be programmable when installed on an in-house system. The fiber optic cable assembly on the ccc board was confirmed to be the source of the issue and the ccc board was programmed with a new cable. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of the issue was due to a faulty fiber optic cable on the ccc board on the tower.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console's common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the consoles was not connected, while the other console was operational. The staff proceeded with the case and planned to troubleshoot the connection issue at the end of the procedure. Later, after the error returned, the technical support engineer (tse) guided the caller through a hard power cycle and reseating all blue fiber cables, but the issue persisted. The tse then instructed disconnecting the console showing error 307s, after which the system powered on normally and was ready for use. The customer continued with a single console setup and was advised to leave the second console unplugged pending further troubleshooting. The procedure was completed as planned with no reported injury.